Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis were not reported. The patient was hospitalized for the event. The patient has recovered from the event. Pd therapy is ongoing. No additional information is available.